Event description:
It was reported that surgeon did a conversion of patients' right bipolar hip to a total hip due to failure of the locking mechanism of the bipolar component. Stem was left in and is well fixated. Converted bipolar to a tritanium with an mdm construct.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision due to osteolysis and a damaged locking ring on a bipolar head was reported. The event was confirmed. Device evaluation and results: material analysis of the returned components indicated: "the ring around the inner portion of the outer rim of the bearing insert broke due to delamination. Once this portion of the bearing insert broke it allowed the retaining ring to dissociate from the assembly. No material or manufacturing defects were observed during this analysis." Medical records received and evaluation: clinician review of the provided records indicated "there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation eight-and-a-half years status-post implantation" device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: the exact root cause of the revision due to osteolysis could not be confirmed due to the limited clinical information provided. Material analysis found no evidence of material or manufacturing defects on the returned devices. Inspection of the devices indicated the dissociated bipolar head occurred secondary to wear of the locking feature from normal use. Clinician review of the provided records indicated "there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation eight-and-a-half years status-post implantation"

Event description:
It was reported that surgeon did a conversion of patients' right bipolar hip to a total hip due to failure of the locking mechanism of the bipolar component. Stem was left in and is well fixated. Converted bipolar to a tritanium with an mdm construct.